Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6).complaint status: order creation mdt initial contact: (B)(6). Inquired what led up to the complaint. Customer response: caller sts that he had a low battery, caller replaced battery. Caller sts that he has changed the battery and pump keep restarting. Asked caller if pump is requiring him to rest the time and date. Caller sts that pump starts counting down and then he receives an a21 alarm. Caller sts that currently pump is alarming a33. Prime rewind t/s per dop114-950. Customer states they are receiving an a33 alarm. Adv customer to disconnect from the pump. Adv customer to treat as per hcp instructions. Customer response: n/a. Inquired if pump was dropped or bumped prior to the a33 alarm occurring. Customer states: no . Adv customer to remain disconnected from the pump. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap appears normal (recessed). Asked if the customer recalls pressing the cap while connected. Found: did not press while connected . Adv customer to discontinue use of the pump. Adv customer to revert to back up plan per hcp instructions. Explained possible cause of the a33 alarm: during seating the force sensor did not detect the reservoir. Adv customer the pump will need to be replaced. Expl oow rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: advised caller that we will submit request for a cot pump and if request is approved by local office they will send a cot pump ship: cot pump/return: cot pump reason for return: a33 alarm country: (B)(6).